Event description:
It was reported by the international dealer that during troubleshooting for a pmc board error, the vta lead screw was found to be detached and resting on the pmc module. No injury reported. Hologic technical support has provided additional troubleshooting recommendations to the dealer. As of today this investigation is still in progress.

Event description:
After multiple attempts to obtain resolution information a response was received. The international dealer removed the pmc drawer, tightened the lower bushing bolt, and performed backlash measurements. The pmc drawer and vta drive board were replaced to complete the system service. There were no abnormalities noticed with the vta lead screw, "no measurement gap was identified on the lead screw coupling." Once this service was complete the system was working as intended.